Event description:
After an implantation period of approx. 19 months, it was reported that the patient was hospitalized with syncope because of an intermittent ventricular loss of capture. Furthermore oversensing on the ventricular channel of the lead was observed. The pacemaker was explanted and the lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the associated ventricular lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The ECG from november 25, 2022 at 05:55 am documented intermittent loss of capture, confirming the clinical observation. Follow-up data from november 25, 2022 at 09:35 am showed an increase of the right ventricular lead impedance and thoracic impedance. During threshold measurements, noise is documented in the right ventricular channel. Based on these observations, the integrity of the right ventricular lead cannot be assured. Should further relevant information become available this investigation will be updated.